Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked prior to patient use. The leak was identified from the bottom right of the printed side of the bag. The bag contained 800 ml of immune globulin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, one hundred (100) companion samples were received for evaluation. Visual inspection on all 100 received samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on five (5) of the bags, and no leak was observed from the 5 samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.